Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 5076 implantable pacing lead - (B)(6) 2010. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited oversensing. It was further reported that the rv lead exhibited high impedances, noise, and a possible fracture. The lead will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited oversensing. The lead was reprogrammed, remains in use, and will continue to be monitored. No patient complications have been reported as a result of this event.